Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated undersensing/no atrial sensing. Stored atrial arrhythmia episodes with apparent atrial undersensing were seen on the electrograms. Concomitant medical products: 5076 lead implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) lead impedance had risen to a high range and the lead had possibly fractured. Intermittent and non-capture were also observed. It was also reported that the right atrial (ra) lead had exhibited a loss of sensing. Rv outputs were increased and the lead was subsequently capped and replaced. The ra lead was capped but not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.